Event description:
It was reported the patient received the following results within 15 minutes: 320 mg/dl and 120 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 320 mg/dl and 120 mg/dl.